Event description:
It was reported by the customer that a pyxis anesthesia es system matrix drawer 2.1 failed while anesthesiologist was using drawers 2.1 and 2.2 during procedures. The customer added that the issue could be recovered but happen repeatedly. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information:" h4 and updated h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-may-2022 to 17-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cables for the drawer required to be reseated. A field service engineer reseated and inspected all cabling to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cables for the drawer were loose and required to be reseated. A field service engineer reseated and inspected all cabling to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system matrix drawer 2.1 failed while anesthesiologist was using drawers 2.1 and 2.2 during procedures. The customer added that the issue could be recovered but happen repeatedly. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.